Manufacturer narrative:
Additional information has been requested. The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that the patient with this pacemaker system had a suspected pocket infection. The plan was to perform a wound treatment. No additional adverse patient effects were reported. The device system remains in service.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed.

Event description:
Additional information received reported that the device was explanted and replaced. The patient would continue to be monitored. No additional adverse patient effects were reported.